Event description:
This device was returned without oos documentation from guidant. Per the following physician's office, this device was removed due to "inadequate ventricular sensing and a defibrillator malfunction." This device was replaced with a guidant device. There are no adverse events reported for this pt.